Manufacturer narrative:
A ge representative evaluated the system and replaced the coin battery and applied electrical contact cleaner to the image processor pcb, analog interface pcb, and technique processor pcb. System operates as intended.

Event description:
Customer reported system had problems booting and shut down. No patient injury was reported.